Event description:
It was reported that the customer had a motor error alarm during prime on the insulin pump. The customers' blood glucose level was 179 mg/dl. The customer was assisted on how to clear the alarm and advised to disconnect from the insulin pump and revert to backup plan the pt was advised after the troubleshooting was performed to return the insulin pump and we will send a replacement.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
No unexpected motor error alarms noted. The insulin pump passed displacement test, rewind test, basic occlusion test and motor test. The insulin pump was unable to prime due to prime test due to faulty force sensor. The insulin pump had a cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and missing end cap sticker.